Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope's air/water cylinder, air/water tube and jet tube had white foreign material, and there was dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. Olympus presumed that most likely, the user possibly could not perform reprocessing properly due to leakage from the scope connector cover unit, biopsy channel and bending section cover, to remove the foreign material. The event can be detected/prevented by following the instructions for use which state: detection method is gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.